Manufacturer narrative:
Block h6 imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system placement procedure was performed on (B)(6) 2024. During the procedure, the catheter detached from the balloon while it was being filled. The balloon was retrieved, and the procedure was cancelled. It is still unknown if the procedure was rescheduled. There have been no patient complications reported as a result of this event.